Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the trocar broke into pieces when inserted into the 6.5 x 72mm threaded, flex, cannula. No other information is available regarding this reported event.

Manufacturer narrative:
Device investigation narrative - a review of the device history records was performed which confirmed no inconsistencies. A complaint history review identified no additional complaints for this manufactured lot. Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. Evaluation codes updated to reflect that manufacturing review was performed. (B)(4).